Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent a revision surgery for rotator cuff insufficiency 3 years post-operative.